Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple errors. The customer¿s blood glucose levels were 80 mg/dl, 99 mg/dl. Customer's current blood glucose was 66 mg/dl. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer reported that the insulin pump failed the self test. The customer reported that the errors occurred multiple times. The customer declined troubleshooting for low blood glucose level. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected inverse critical block did not add to zero error alarm, the motor arm cannot communicate with the main arm error, or hardware low level failures error during testing however, inverse critical block did not add to zero error alarm and the motor arm cannot communicate with the main arm alarm are found in the downloaded history files due to a software error and hardware low level failures error confirmed in the downloaded history file due to broken pin on the keypad assembly.

Manufacturer narrative:
The information provided in section with the initial report was incorrect. The correct information has been included with this report.